Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath per the instructions for use. The intra-aortic balloon pump (iabp) therapy began, and the pump alarmed and was switched to "standby." The md looked at the console and did not see a problem with the iab in situ. They connected the iab to another pump; the second pump alarmed as well. The transducer set was replaced; however, they were still unable to commence with the iabp therapy. The iab was removed and an iab-06840-u was inserted. The iabp therapy was successfully initiated. On inspection of the iab after removal, the staff observed a kink close to the hub of the sheath. There was no reported pt death or injury. Medical/surgical intervention was not required. The iabp therapy was delayed / interrupted for the time frame it required to insert the second iab successfully. There were no reported pt complications and the pt outcome is listed as fine. Additional info received on (B)(4) 2011 from the (B)(4) stated "they used the same insertion site to place a new sheath and iab cath - i.e. Railroaded the new sheath/dilator assembly over a swg and proceeded to insert the new iab catheter into the same insertion site as before."

Manufacturer narrative:
MFR control no. (B)(4). F/u report will be filed if additional info becomes available.